Event description:
It was reported this drainage catheter was placed for a renal cyst aspiration and sclerosing procedure. Post placement, alcohol was injected into this catheter. Following completion of the injection, which lasted 30 minutes, a guidewire was inserted into the catheter and fluoroscopic examination revealed the distal tip had detached and remained in the pt. No retrieval of the detached tip was attempted. The procedure was successfully completed with this unit. The pt's conditon is good and has since been discharged. The pt will be monitored on an out pt basis. A portion of this catheter was received, evaluated and retained by this MFR. The engineering eval indicated the proximal hub and distal pigtail section of the device were not returned for eval. The section of the device that was measured 28.6cm and exhibited fractures on both ends. Half of the proximal fracture site was smooth, indicative of being cut while the remainder was jagged in appearance, consistent with being pulled. Approx 2.4cm of the device proximal to the fracture site was missing. A fracture measuring 17mm in length was located starting at the distal fracture site and extending 2mm distal to the proximal suture hole. A review of the device history for this lot was performed and no mfg discrepancies were noted. Follow-up revealed alcohol was injected into this catheter for 30 minutes. This device is a drainage catheter and directions for use outline appropriate usage of this device. The co believes non-indicated use of this device contributed to this event and do not atribute it to the device. Directions for use state: "this catheter is designed for external and internal percutaneous drainage of the urinary tract."